Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report a priming anomaly on the insulin pump. The customer stated she was connected to the insulin pump during the anomaly. The customer was then hospitalized due to low blood glucose levels. No troubleshooting was performed due to the priming anomaly.